Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited suspected premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed multiple pacemaker mediated tachycardia episodes along with high rate atrial sensing and atrial channel oversensing of ventricular signals were observed. Technical services discussed options and the health care professional was going to discuss rate control medications with the physician. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited suspected premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed multiple pacemaker mediated tachycardia episodes along with high rate atrial sensing and atrial channel oversensing of ventricular signals were observed. Technical services discussed options and the health care professional was going to discuss rate control medications with the physician. The device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and returned to boston scientific.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.